Event description:
It was reported that during a da vinci si hysterectomy procedure, while bi-valving the uterus for vaginal removal, one of the grips of the monopolar curved scissors instrument broke and fell into the patient. The broken grip was immediately retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the left grip to be broken off and missing. The blade fractured at the cross section of the grip cable crimp causing half of the cable crimp to be exposed. The fractured plane is nearly straight. No other damage was found.